Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. The customer¿s blood glucose was 100 - 200 (mg/dl). The customer reverted to an alternate method of insulin therapy. It was also reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly the pump regained connection. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.